Event description:
During placement of a peripherally inserted central catheter (PICC), the catheter broke on the distal side of the suture wing. The catheter was successfully removed and no further patient complications have occurred with this event. This device was received, evaluated and retained by this manufacturer. The engineering evaluation indicated that the catheter shaft was cracked/cut 2"-3" distal to the suture wing. User technique during access and/or patient anatomy may have contributed to this event. However, co is unable to determine the exact cause for this event. Directions for use outline appropriate placement, access and maintenance procedures.